Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The actual wbc count of the product is not available; the customer used the sysmex count as a background count and this value was 0.08 (exact units of this value were unavailable), when the sample was measured via nageotte, they stopped counting when they hit 25 wbcs on the slide so a total wbc count in the platelet product was never determined. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The analysis of the rdf did not indicate a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the trima accel system operated as intended. Based on the available information, it is possible that the higher than expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.